Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explant date: 2018. Concomitant medical devices: part: unk cup, lot: unk; part: unk biolox head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02298.

Event description:
It was reported patient is experiencing pain, difficulty walking and difficulty sleeping 3 years post implantation. Patient stated she thinks she may be allergic to the titanium and is having testing done. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, d6, g3, g6, h1, h2, h10

Event description:
Attempts have been made and no further information has been provided.